Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had difficulty reaching ins site with the patient programmer antenna. The patient indicated that they tried to place the patient programmer antenna over the implant site and noted that it was difficult for her to do so because of the ins site location.

Event description:
It was later reported that the steps that had been taken to resolve the patient's ins being difficult to reach included meeting with the manufacturer representative, who helped the patient "find" the implant and adjust the level of intensity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.